Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 304972) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from a coaguchek xs meter. The serial number was requested but was not provided. Of the data provided, only one comparison was discrepant. The result from the meter was 3.2 inr. The result from the hospital was 2.20 inr. The method used at the hospital was requested but was not provided. There was no allegation of an adverse event. The suspect meter and strips were requested to be returned for investigation.